Event description:
In 2006, the lay user/reporter (pt's wife) contacted lifescan alleging that the one touch ultra does not turn on. The customer care advocate 9cca) verified the following: the meter was not cut of the box and pressing the power button or inserting a test strip does not turn the meter on. The cca discovered that the battery was incorrectly installed and walked the reporter through placing the battery in correctly. The reporter stated that the battery was last replaced over a year ago and did not have a replacement battery troubleshoot the power issue. The med affairs spec spoke with reporter in 2006 to obtain/verify the following info. The reporter stated that the pt was able to last test on the meter possibly 2 months ago and reported that the pt does not test regularly. In 2006(2am), the reporter found the pt acting funny (sweating eyes getting bigger, mouth would not open, and did not respond to her when she asked if he was hungry). The reporter attempted to test the pt but the meter would not turn on so she immediately called the emergency svs. About 20 mins later, the pt got a "32 mg/dl" on the paramedic's meter and was treated with a "sweat paste" in his mouth. After 10 mins after the treatment, the pt retested and got "34 mg/dl" on the paramedic's meter so he was immediately taken to the hosp. The pt was admitted to the hosp for one week for hypoglycemia. The reporter cannot recall the pt's blood glucose result upon arrival at the hosp but reported that his blood glucose result was "99 or 102 mg/dl" at release. The reporter stated that prior to the hosp visit, the pt was taking his diabetes oral medications as prescribed. After the hosp visit, the dr advised the pt to stop one of his oral medications.